Manufacturer narrative:
Stent became most likely damaged during passage from the iliac artery to the right side of the at the point of bifurcation. Operational context caused or contributed to the event.

Event description:
Evaluation summary: no traces of radio opaque solution were detected in the inflation line. Traces of dried blood were detected into the guide wire lumen. The stent was found dislodged a few mm from the proximal marker to the distal . The proximal side of the stent was found damaged. The crossing profile was measured and it was in tolerance image review: the images returned showed the deployment of two stents; one in the left and one in the right iliac artery. It is unknown the brand of the stents used. The first stent deployed (right iliac artery) it is not a scuba stent, due to the different shape of the struts. The second stent deployed (left iliac artery) it is not possible identify the stent brand. No images found related difficulties during stent positioning of the scuba device.

Event description:
The physician was attempting to use a scuba co-cr peripheral stent. During passage from the iliac artery to the right side of the at the point of bifurcation the stent became damaged. No clinical sequelae reported. Please note that this device (scuba co-cr) is not marketed in the united states; however, it is similar to the united states marketed device (scuba biliary). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Results: based on the limited information received, root cause is undetermined. No device returned. No results available since no evaluation performed (device or procedural images not provided for review). Conclusion: based on the limited information received, root cause is undetermined. Unable to confirm complaint - device or procedural images not provided for review. (B)(4).